Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's deep brain stimulation (dbs) therapy was helping a little but starting a couple of weeks ago, he began to experience a worsening of shaking. It was confirmed that there was no falls/trauma or emi exposure related to the issue. The patient confirmed that stimulation was on and that he was going to follow-up with the health care provider (hcp) on the following monday. Following the appointment on monday, a manufacturer representative (rep) reported that the patient experienced an increasing amount of tremors since being in the hospital 4 weeks ago for heart issues. An impedance test was performed and resulted in normal impedance values. The patient also reported the following issues that were not related to the device/therapy: being bedridden due to not recovering well from a lung biopsy and a 13 day hospitalization due to congestive heart failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.